Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 7115-0005, series 7000 standard tibia, lot code: ay5mjd. Cat. No.: 82-2-0510, nrg knee cr nrg bearing insert size, lot code: 22522001. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that the patients' right knee was revised due to failed tka. The surgeon did not specify the reason for the revision. Catalog and lot information was difficult to read due to cement.